Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs hospital neo meter were reviewed and the dhrs showed the fs hospital neo meter passed all tests prior to release. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving a high reading from their adc hospital blood glucose meter. Customer reported a high reading of 11.8 mmol/l which was higher than a lab reading of 1.4 mmol/l. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.